Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual sample was returned for evaluation. Visual inspection of the actual sample upon receipt did not find any obvious anomaly, such as a break on the balloon, in the appearance. The actual sample was connected to the factory-retained tr band inflator, injected an air of 18ml with it and submerged in water. A leak was noted at the compression balloon (large). The actual sample was subjected to the leak test which is identical to the one conducted during the production process. Inject a specified volume of air in the product, and leave the product out for greater than 12 hours. Subsequently, collect the air in the product and check if the volume is equivalent to the injected volume that has been collected. The actual sample leaked. From this result, it is most likely that the actual sample was of normal product and passed the leak test, it was subjected to during the production process, and subsequently, at some time it came to have a leak. Magnifying and electron microscopic inspections of the leak revealed that a cut penetrating the balloon wall had been generated at the leak, with the generation of some abrasions around the cut. Based on these findings, it is likely that the actual sample had contact with a hard object on the outer surface of the compression balloon (large) and was penetrated with it. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based off the investigation, it is likely actual sample came into contact with a hard object, and this cut is most likely to be the cause of the air leak leading up to the reported bleeding. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "take care not to damage the tr band with needle, scissors and other sharp instrument. This may result in air leak and bleeding.' Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a leak in the tr band device during a procedure. Follow up communication with the user facility confirmed the following information: an emergency pci was performed on the patient. After the operation, a tr band was used for hemostasis. The balloon of the device was filled with 15ml of air, after the balloon inflation, the doctor confirmed there was no bleeding on the puncture site. When 80 minutes passed, and the nurse confirmed the puncture site, she found that the device leaked air and there was bleeding from the radial artery. The blood loss was estimated to be approximately 600-800ml. The patient became pallor and flaked out. The nurse tried to infuse air to the tr band, however, she could not. Therefore, they changed the tr band device to a new one, and was able to achieve hemostasis.